Event description:
It was reported to boston scientific corporation that an obtryx transobturator sling system was used during a procedure on (B)(6) 2007. According to the complainant, in or around (B)(6) 2009 the patient experienced pelvic and genital pain. Around (B)(6) or (B)(6) 2010, the patient had a revision surgery after a diagnosis that the mesh had atrophied in the body. Around (B)(6) 2010, the patient continued to experience pelvic and genital pain and was referred to a urologist who diagnosed her with interstitial cystitis. It was reported that around (B)(6) 2010, the patient was still experiencing pelvic and genital pain and was referred to a second urologist. The patient had another surgery on (B)(6) 2011 during which a portion of the mesh was excised. All other information, including the patient's current condition is unknown. Attempts to obtain additional information have been unsuccessful.